Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the stryker facebook page, "I had mako replacement (B)(6). Still cannot bend past 95 degrees 3 months later. I am more limited in activity after replacement than before. Dr. Will not do anything because he says I am functional. Going to be in pt forever." Additional comment received via stryker facebook page, "2 to 3 hours of exercises at home daily. Pt 4 days a week in the clinic. Getting 2nd opinion. Something is not right."